Event description:
(B)(6) male had a cpi av sequential pacemaker implanted on (B)(6) 1999 for sick sinus syndrome. The patient underwent routine testing and had increasing resistance of the ventricle lead, which increased from over 1200 ohms to over 2160 ohms recently. On x-ray there was no evidence of a lead fracture. The pacing threshold were good. The sensing threshold in the ventricle was low. The atrial sensing and pacing thresholds were good. Surgery was performed on (B)(6) 2004 to test the leads. During surgery the atrial lead had t-wave sensing of 4.1 mv, a threshold of 0.6 volts, current 0.9 ma, pulse width of 0.5 ms, impedance of 464 ohms. The ventricular lead had r-wave sensing of less than 0.3 mv, threshold of 2.6 volts, and impedance of 1800 ohms. There was no apparent ventricular lead fracture or insulation problem visualized during surgery but because of the high impedance, the ventricular lead was replaced. The pulse generator was also replaced. MFR # 2124215-2004-00002.